Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient acquired an infection. The patient was admitted to the hospital and received IV antibiotics. The device was explanted and there were no reports of further complications.